Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. The battery cap was damaged. No harm requiring medical intervention was reported. The customer will discontinue to use the product.

Manufacturer narrative:
Pump was not received with original battery cap. The pump passed the displacement test, active current test, sleep current test, and self test. Test p-cap locked properly into the reservoir compartment. No pump error 63, pump error 4, or battery alerts, alarms, and anomalies were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed pump error 63 ten times, once on (B)(6) 2022 at 00:56:35.000, once on (B)(6) 2022 at 19:45:53.000, twice on (B)(6) 2022 at 08:30:09.000 and 08:40:00.000, once on (B)(6) 2022 at 08:24:45.000, three times on (B)(6) 2022 at 13:48:29.000, 13:58:00.000, and 20:00:06.000, and twice on (B)(6) 2022 at 11:17:49.000, and 22:13:55.000 (file number: 2017, line number: 147, variable #: 15). Pump error 63 alarmed due to possible hardware error with twi interface or with ad5161 chip. Pump alarmed a pump error 4 on 04/26/2022 at 20:00:06. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed 31 failed battery tests on (B)(6) 2022, the first ten are as follows (B)(6) 2022 at 08:24:48.000, (B)(6) 2022 at 13:48:32.000, 13:58:43.000, 13:58:55.000, 13:59:06.000, 13:59:24.000, 13:59:43.000, 13:59:58.000, 14:00:11.000, and 14:00:56.000. Pump alarmed a power loss alarm on (B)(6) 2022 at 21:00:22.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, serial number label missing, corroded battery tube, and corroded battery tube spring and end cap address label missing. Pump error 63 was confirmed in the pump history files and traces (file number: 2017, line number: 147, variable #: 15) due to hardware failure, problem isolated to the electronic assembly. Unable to verify customer's complaint for battery cap damage. Cosmetic damage was confirmed at the backside of the pump. Pump error 4 was confirmed as a consequence of pump error 63. Battery lasts less than expected was not confirmed during testing. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.